Manufacturer narrative:
Product analysis: analysis confirmed the epg required repair. The epg did not power up, the black cable was disconnected from the battery connector. Analysis also noted that a display frame screw was stripped, the hanger assembly was cracked, the ventricular output connector was damaged, the display wire insulation was pinched, the main seal was damaged, and the output connector nuts were damaged. It was noted that there was evidence that a non-manufacturer person disassembled and reassembled the epg. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned for repair. There was no patient involvement.